Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). At the 12 month follow up, a type 1a endoeak and aaa growth (8mm) were identified. An intervention is being discussed. The patient is currently being monitored.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). At the 12 month follow up, a type 1a endoeak and aaa growth (8mm) were identified. An intervention is being discussed. The patient is currently being monitored. Additional information: no further information have been provided regarding the treatment of this event.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 1a endoleak with sac growth of 8mm. This event is mostly user and anatomy related due to the off-label neck length of 4mm (should be equal to or greater than 15mm). The sac growth is related to the type 1a endoleak. The final patient status was reported to be pending a secondary endovascular procedure however unable to confirm treatment. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it was discarded at the user facility. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the reported type 1a endoleak with sac growth of 8mm and a open repair/ explant were confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type 1a endoleak is due to the off-label neck length of 4mm (should be equal to or greater than 15mm). I. The final patient status was reported as being well post open repair/ explant. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device was not returned.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). At the 12 month follow up, a type 1a endoeak and aaa growth (8mm) were identified. An intervention is being discussed. The patient is currently being monitored. Updated information: an open repair / explant was performed on (B)(6) 2020. The patient was reported as doing well.